Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and sought guidance on meal announcements, noting frequent selection of less-than-usual meal announcements and a recent period without insulin overnight until the morning, after which glucose began to stabilize. Symptoms included elevated blood glucose. Outcomes included no hospitalization and stabilization after insulin was replaced. Investigation included collection of a blood glucose questionnaire and assignment to additional training. Investigation of this case revealed user-related use error associated with meal announcement behavior and an interruption in insulin availability, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and user management factors contributing to hyperglycemia.